Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is returned, a follow up report will be filed.

Event description:
It was reported that while the nurse was milking the tubing, the tubing and y-connector came off. The collected blood was able to be re-infused, and no transfusion was administered.